Event description:
The reporter initially contacted animas on (B)(6) 2011, and indicated that there was 'memory loss'. Follow up with the reporter on (B)(6) 2012, indicated that 'all of the history in the pump has vanished'. The pump history vanishing was reportedly not associated with a battery change. There is no additional information available at this time. This report is being made based on the follow-up information received on (B)(6) 2012.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation:the pump has been returned and evaluated by product analysis on (B)(4) 2012with the following findings:a review of the pump's history revealed that the pump was in use from (B)(4) 2011. There were multiple boluses recorded in the pump's history. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed on the pump and both accurately recorded in the pump's history. The reported history issue with the pump was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.